Event description:
The customer reported via phone call that she recently had a blood glucose level of 516 mg/dl. The customer stated that she bolused, checked her blood glucose level 30 minutes later, and it had gone up to 545 mg/dl. The customer stated that she then manually injected 6 units of insulin and her blood glucose level lowered, eventually getting down to 117 mg/dl. Blood glucose level at the time of the call was 243 mg/dl. The customer also reported that the insulin pump's display was blank. During troubleshooting, the customer inserted a new battery and the display returned. The customer was sent a new battery cap and will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.